Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl. Customer was given 10u of insulin in the emergency room and left after two hours with blood glucose at 260 mg/dl. Customer did not know the cause but reported using admelog insulin.